Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26/apr/2024, it was reported that the patient encountered four infusion sets tubing were bent which led to high blood glucose level. The customer addressed high blood glucose by correction injection via multiple daily injection (mdi). The infusion set was in use for 1 - 2 days. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.